Event description:
During a meniscus repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that the second implant (t2) pre-deployed. The first implant (t1) was inserted thru the meniscus and capsule and deployed normally. When pulling back to replace the needle to insert the second implant, t2 came off the inserter. The suture was cut and t2 was removed. T1 was left in patient because the surgeon was unable to reach outside the capsule. A back-up fast-fix 360 curved ndl delivery sys was used to complete the procedure. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, "t2 pre-deployed". The device was received without the implants, and the actuator was in the pre-t2 deployment position. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. Although the failure mode cannot be confirmed, an investigation has been initiated to determine the root cause of the fast-fix pre-deployment issues. (B)(4).